Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.130.010, synthes lot: 27p7883, supplier lot: 27p7883, release to warehouse date: november 12, 2019, supplier: jabil ¿ monument. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc was received showing a portion of the distal cutting profile tip twisted. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. - stardrive scrwedriver shaft t4, self retaining hex coupling during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc as a portion of the distal cutting profile tip was observed to be twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the tip of the screwdriver shaft twisted and won't engage the recess of screw. It was discovered during field inspection. There was no patient involvement. This complaint involves two (2) devices. This report is for (1) stardrive screwdriver shaft t4. This is report 1 of 2 for (B)(4).